Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 1312 mg/dl. The customer was also nauseous. The caller was unable to troubleshoot at the time of the call, and requested troubleshooting in person from a company representative. Advised the caller that the insulin pump trainer would be notified. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.